Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clog in the nozzle. Additional findings were as follows: leaking at bending section cover; plastic distal end cover insulation does not meet standard value; switch 1 was cut; angulation was low; control knob was loose; control knob had movement (play); plastic distal end cover had a deep dent; objective lens had peeling on cement; light guide lens had cracks; and bending section cover glue was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no air/water flow. The event occurred during a diagnostic colonoscopy procedure. There were a few minutes delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported that no air/water flow during diagnostic colonoscopy procedure. Though there were a few minutes procedure delay due to switching of scopes, there condition of the patient was not affected. The procedure was completed with another device and the outcome was not affected by the issue. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.